Event description:
A high reading issue with the Abbott Diabetes Care (ADC) device was reported. The customer received a 350 mg/dL higher scan result on the ADC device compared to an unspecified reading obtained on the healthcare professional (HCP) meter. The customer noted a vertical upward/downward trend arrow which indicates rapidly rising/declining glucose level (more than 2 mg/dL per minute). The customer experienced symptoms such as nausea and "didn't get to really eat because of the issue" but was able to self-treat with vegetables. As a result, the customer was seen at the emergency room and had contact with a healthcare professional who obtained a 200 mg/dL glucose test, however, details of the treatment were not provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.